Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 3 of 4. The home patient (hp) stated there was leaking around the transfer set and the patient line connection. The baxter technical service representative (tsr) had the hp cycle power to se 2367 and then cycle power again to press go to start. The tsr had the hp disconnect and remove the cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear the alarm. The tsr advised them to contact their nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 in regards to a system error 2240/2367 alarm and she was aware of the patient having had that alarm. She had already had discussed the alarm with the patient. The patient had incorrectly hooked up her transfer set to the catheter which was why the patient reported a leak around the transfer set. There was nothing wrong with any of the supplies, it was caused by the use error of the patient. She had the patient hook up with new supplies including a new transfer set and the patient was able to resume therapy. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr because the product code and lot number are unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.